Event description:
The patient contacted lifescan alleging that their one touch ultra meter was reading inaccurately erratic. The ptient reported blood glucose results of 170 mg/dl, 180 mg/dl and 113 mg/dl with the lifescan meter, performed within 10 minutes of each other. The patient neither alleged harm or experienced injury or medical intervention. The patient also reported that the reported lot of test strips was damaged; however, no further information was specified. Based on the damaged test strips, there is an indication that the product malfunctioned and the the event meets the criteria for a medical device reportable. The meter, test strips, and control solution were replaced.